Event description:
It was reported by the customer that their insulin pump might have a delivery anomaly and are unable to exit the priming sequence. Customer was asked to disconnect from device. Advised customer to hold down act button until they hear two audible alerts. Customer did not hear the alerts. Advised customer to discontinue use of reservoir and revert to back up plan. Customer's blood glucose level was 189 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Insulin pump was unable to prime during prime test due to faulty force sensor. Insulin pump received with cracked case at display window corners and severe scratches on lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.